Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2020-08786. During a device replacement procedure, the set screw on the device header was loosened completely to allow the removal the left ventricular (lv) lead. The physician pulled on the lv lead, but the lv lead was unable to be removed. The pulling resulted in a fracturing of the lv lead. The lv lead was capped and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: d9, h3, h6. As received, only the connector end of the lead was received for analysis. Visual inspection of the lead found the connector pin intact, but the insulation portion was cut adjacent to the ring electrode with the connector boot not returned for analysis. All damage noted to returned connector portion was consistent with occurring at time of procedure. The reported events of an inability to remove the lead from the device header and fracturing of the lead due to excessive force were not confirmed.